Event description:
Hcp reported "low battery alarm has been on since implant audible alarm was disabled, but still beeps. Patient receiving good results from therapy." Pump replaced and returned for analysis.